Event description:
It was reported that during a thoracotomy procedure, on the third firing of the device, the instrument locked out and would not fire. Case completed with another device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the et45b device was received with the firing mechanism damaged; with the knife exposed and with a cartridge loaded in the device. The cartridge was received with a wedge band bypass as the right side was unfired and the left side was fully fired, it should be noted that if the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the device it can cause a wedge band by pass as the wedge will be outside the cartridge. As the instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." The staple retainer should be removed after these steps are followed. The device was disassemble to verify the condition of the internal components and the firing rod was noted to be detached from the wedge assembly. No functional test was performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.